Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the sleeve on the forceps moved forward preventing them from opening during a procedure. The procedure was completed without harm to the patient. Additional information has been requested but not received. This is one of two reports from this facility.

Manufacturer narrative:
Additional information has been provided. The received sample was found in wet condition and was very bent without any original packaging. It was deviation from its original manufacturing state. The affected lot is not known, therefore, the device history record could not be reviewed but the manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The sample was bent by external force and it is wet. Due to the condition (very bent) of the instrument, it is no longer possible to activate it. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).